Manufacturer narrative:
Concomitant medical products: 459888 lead and dtba1q1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise was observed on the ventricular channel. It was noted that the patient sleeps in close proximity to their cell phone. The rv lead remains in use. No patient complications have been reported as a result of this event.